Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged and the paramedic responder received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the patient and no information on the effects to the attending paramedic due to the reported malfunction. Reference medwatch report 2112020-2021-00669 for a similar event reported from the same customer.

Manufacturer narrative:
The device was not received at zoll medical corporation for evaluation. Instead, the device logs were provided for evaluation. It is important to note that the device in use by this customer is an AED automatic device and is designed to analyze, prompt and provide a shock if necessary without input from the user. Review of the device activity logs for the customer's report of "device self discharge (without providing a warning prior to shock)" showed that there were multiple shock deliveries that occurred during this event. For each delivery, the shock was preceded by an analysis, a proper charge sequence and prompts both before and after the logged shocks. The customer later confirmed that the voice prompts were noted to be operational. The customer's report of "electrical shock to user" was attributed to the paramedic being in contact with the patient at the time of the shock delivery. Review of the device logs did determine that the device performed as intended but certain factors cannot be determined without an actual evaluation of the device itself. Analysis of reports of this type has not identified an increase in trend.